Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, heavily calcified, concentric, de novo lesion in the proximal circumflex. The target lesion was first treated with a rotablator and the mini crush stent technique was used. The device was prepped outside of the patient's anatomy. The trek rx 3.5 x 20 mm was then used for post-dilatation once; however, the balloon would not deflate. The device was removed from the patient's anatomy as a single unit and the balloon separated inside of the sheath during removal. The separated balloon was removed from the sheath using a snare device. The separated portion was completely removed from the patient. There was no adverse patient effect as a result of the device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported deflation issue appears to be related to user error and the balloon separation and additional treatment appear to be related to circumstances of the procedure. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instruction for use specified that the contrast is 60% contrast diluted 1:1 with normal saline. It also states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.